Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank screen after a battery change. Upon replacement of the battery again, the device alarmed battery out limit. The blood glucose reading was 108 mg/dl. The customer stated that the batteries were out of the insulin pump greater than the duration allowed by the device. Advised the customer that this was normal device behavior. During troubleshooting, it was found that use of a new aaa (B)(4) battery caused the display to return. Nothing further reported.